Event description:
It was reported that an alert triggered for high impedance and elevated short interval counts (sic) on the right ventricular (rv) lead. The lead sensitivity was adjusted and t-wave oversensing (twos) was seen during the reprogramming. The lead remained in use for a few weeks but was ultimately explanted and replaced due to continued high impedance, possibly due to fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 5076-52 lead, implanted: (B)(6) 2006; a d224trk ICD, implanted: (B)(6) 2010. (B)(4).